Manufacturer narrative:
This medwatch is submitted to send additional information received and the result of the investigation of this complaint. Products are not available for evaluation. Anchoring plates m were discarded and anchoring plates s and cages are still implanted the review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. From information provided, based on the product history records, the recurrence of this type of event for this implant and on the fact that the products are not available for evaluation, it is assessed that the event could probably due to patient condition. As reported, the patient had very hard bones, which can hinder the trajectory of the anchors. However , based on the available informations , this conclusion cannot be validated . The investigation found no evidence to indicate device issue. Based on the available informations , the exact root cause remain undetermined with hypothesis of patient condition caused difficulty to deploy the anchoring plates.

Event description:
Roi-a : anchoring plate didn't deploy during the surgery it was impossible to deploy anchoring plate in the roi-a cage. The slot of the cage seemed smaller. Surgeon has used another anchoring plate size m but same issue occured . He used size s with difficulties, need to use graft compactor to deploy this anchoring plate. It was a delay of 35 minutes due to the extra actions that were needed: take x-rays again, opening material, extracting anchoring plate m, put another anchoring plate m, extract again, and finally put the anchoring plate s. X-ray was provided. The two anchoring plates m initially used were scrapped. The anchoring plate s and the cage remain implanted. Additional information was received on april 18th: patient is doing well. Antoher image was taken in day 4 post-op without issue identified. Patient had hard bones. Starter awl were used before anchoring plate insertion. The picture sent was taken after the anchoring plate s was implanted and fixed with the help of the graft compactor. Additional information was received on may 2nd: there was no conflict with the pins. The two anchoring plates finally used were implanted and fixed with the help of the graft compactor. They were folded on the top because it was impossible to introduce them to the end. No more information is available.

Manufacturer narrative:
This medwatch is submitted to send the initial report of this complaint. UDI of device: (B)(4). The review of the device history records is ongoing. Investigation still in progress. Device evaluated by MFR: device discarded.

Event description:
Roi-a: anchoring plate didn't deploy. Impossible to deploy anchoring plate in the roi-a cage. Surgeon has used another anchoring plate size m but same issue. He used size s with difficulties, need to use graft compactor to deploy this anchoring plate. Starter awl were used before anchoring plate insertion. The patient had hard bones. The two anchoring plates m initially used were scrapped. It was a delay of 35 minutes due to the extra actions that were needed: take x-rays again, opening material, extracting anchoring plate m, put another anchoring plate m, extract again, and finally put the anchoring plates. X-ray were provided. No impact for patient. Surgical techniques was followed according to reporter.